Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy (ladg) procedure. The reload was connected to the powered adapter and check the jaws for opening and closing. The cartridge indicator was flashed and illuminated normally. The surgeon clamped the tissue and tried to fire the device, however could not fire at all. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.